Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) - blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05664. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The blade did expose when the trigger was activated, but the blade failed to rotate during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-05664 and 2210968-2013-03704. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the blade of the device receded to the sheath. It is unknown how the procedure was completed. There were no adverse patient consequences.